Event description:
Customer reported he had low blood glucose of 30 mg/dl, but later it went up to 190 mg/dl. Customer stated he was adjusting his basal rates without his doctor's approval. Customer reported the sensor does not stay in. Customer uses over tape and they still come out. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.